Event description:
The dome detached during traction removal. Indwelling period was 155 days. The detached portion was removed endoscopically. No force was applied. The depth of the stoma was normal. The body figure of the patient was normal.